Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns therapy patient presented with high impedance on both system and normal mode diagnostic tests. The device was disabled and the patient has been referred to a surgeon. The patient denied any trauma or falls, but did state that sometime ago, she felt something was sticking out so she pushed it back. However, the physician could not see anything sticking out or looking abnormal. Good faith attempts to obtain additional information have been unsuccessful to date.